Event description:
It was reported that a new pump user experienced frequent hypoglycemia due to missed meal announcements, resulting in excess insulin delivery and multiple daily low alerts; the user was advised by support to perform a factory reset and was guided through the process, with glucose in range during the call. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.